Event description:
A user facility clinical manager (cm) reported that an ultrafiltration (uf) issue occurred while a patient was dialyzing on a fresenius 2008t hemodialysis (hd) machine. The patient¿s post-treatment weight was more than it should have been, indicating that not enough fluid had been removed during the treatment. Despite this occurring, the treatment was completed in full without interruption. The cm confirmed the machine showed that the correct amount of fluid had been removed. The same scale was used before and after the treatment, and it was confirmed that the patient did not have anything to eat or drink while on dialysis. There were no adverse effects experienced as a result of the reported event. The patient did not have any complaints or symptoms during or after the treatment. No medical intervention was needed, and no medication or extra treatment was given to the patient. The patient¿s uf goal was 2.9kg at the start of treatment. Per the fluid algorithm, the goal was increased to 3.4kg at 07:30, and to 3.9kg at 08:11. With approximately thirty-eight minutes remaining in the treatment, the amount removed was 3.2kg. At the end of the treatment, the total removed was showing as 3.78kg. However, the patient¿s pre-treatment weight was 105.3kg, and their post-treatment weight was 103.8kg. This weight variance indicates a removal of only 1.5kg. Upon evaluation of the machine, it was discovered that the uf pump had a broken spring. The broken spring was replaced and the machine was re-calibrated. After the repair, the machine was tested and confirmed to be within the acceptable limits (1ml per stroke). The broken spring was not available to be returned for evaluation; however, a photo of the component was provided for review. Since the machine had passed all testing, it was confirmed that it would be put back in service.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that an ultrafiltration (uf) issue occurred while a patient was dialyzing on a fresenius 2008t hemodialysis (hd) machine. The patient's post-treatment weight was more than it should have been, indicating that not enough fluid had been removed during the treatment. Despite this occurring, the treatment was completed in full without interruption. The cm confirmed the machine showed that the correct amount of fluid had been removed. The same scale was used before and after the treatment, and it was confirmed that the patient did not have anything to eat or drink while on dialysis. There were no adverse effects experienced as a result of the reported event. The patient did not have any complaints or symptoms during or after the treatment. No medical intervention was needed, and no medication or extra treatment was given to the patient. The patient¿s uf goal was 2.9kg at the start of treatment. Per the fluid algorithm, the goal was increased to 3.4kg at 07:30, and to 3.9kg at 08:11. With approximately thirty-eight minutes remaining in the treatment, the amount removed was 3.2kg. At the end of the treatment, the total removed was showing as 3.78kg. However, the patient¿s pre-treatment weight was 105.3kg, and their post-treatment weight was 103.8kg. This weight variance indicates a removal of only 1.5kg. Upon evaluation of the machine, it was discovered that the uf pump had a broken spring. The broken spring was replaced and the machine was re-calibrated. After the repair, the machine was tested and confirmed to be within the acceptable limits (1ml per stroke). The broken spring was not available to be returned for evaluation; however, a photo of the component was provided for review. Since the machine had passed all testing, it was confirmed that it would be put back in service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation was able to find objective evidence indicating that a product problem occurred, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.